Manufacturer narrative:
(B)(4). The customer returned one unit visistat 35w 6/box for investigation. Visual examination revealed that there appears to be a sealing issue along the middle right side of the lid stock with the stapler package laid lid stock side down, in addition the package is observed damaged at the middle right side. A dimensional or functional inspection was not required as part of this complaint investigation. The device history review for the product visistat 35w 6/box, lot #73h1600258 investigations did not show issues related to the complaint. The sample received did not confirm the defect reported by the customer "sterile package not sealed", although it appears there is a sealing issue with the sample received, the package was received very damaged at the right side of the lid stock, the root cause of the damaged is considered unknown, based on the sample condition the reported complaint issue could not be confirmed and a probable cause could not be determined. The manufacturer will continue to monitor and trend related events.

Event description:
The seal on the sterile package was incomplete during incoming inspection.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box from lot number 73h1600258 for investigation. During the visual inspection it was observed that the seal perimeter was open at the upper right corner of the package. A functional inspection (burst test) was not performed because the package was already open due to the damage condition. It was broken. The device history review for the product visistat 35w 6/box, lot #73h1600258 did not show issues related to the complaint. Based on the visual inspection of the sample received the issue reported by the customer "sterile package not sealed" was confirmed due to a broken package. This is an isolated situation and is most likely due to abnormal handling of the packages at the distributor since we have tested many different shipping and handling scenarios without similar findings and there have been no other complaints from other regions that the same batches have been distributed. Teleflex will continue to monitor and trend related events.

Event description:
The seal on the sterile package was incomplete during incoming inspection.